Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting a pacing impedance greater than 3000 ohms. The lead measurements at implant, which was the day before, was reported to have been stable. The caller was questioning if this was most likely caused by a setscrew issue or perforation of the lead. A guidant technical services (ts) consultant discussed that the most likely cause was a connection issue. The caller reported that a revision would be done later that day. No adverse patient symptoms were reported.